Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (batch no. 20183879 l, 646522 r) inserted for female sterilisation. The patient's medical history included uterine ablation, uterine ablation, hernia, abortion and pregnancy. Concurrent conditions included dysplasia, low back pain, urinary tract infection, vomiting, cough, fever, dysuria, acute bronchitis, impetigo, urinalysis abnormal nos, endometriosis and abdominal pain. Concomitant products included benzyl benzoate (benzo bras), oxycodone and papaveretum (opialum). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted as per pfs, previously date of insertion noted from legal claim, 2009, now currently it is mentioned as per mr-(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Most recent follow-up information incorporated above includes: on 7-mar-2019: medical record received. Lot number was added. Updated date of insertion. Historical condition, concomitant condition, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (batch no. 20183879 l, 646522 r) inserted for female sterilisation. The patient's medical history included uterine ablation, uterine ablation, hernia, abortion and pregnancy. Concurrent conditions included dysplasia, low back pain, urinary tract infection, vomiting, cough, fever, dysuria, acute bronchitis, impetigo, urinalysis abnormal nos, endometriosis and abdominal pain. Concomitant products included benzyl benzoate (benzo bras), oxycodone and papaveretum (opialum). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion noted from legal claim, 2009, now currently it is mentioned as per mr-29 (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Lot number:20183879 manufacture date:2009-06 expiration date:2012-06 . Lot number:646522 manufacture date:2009-06 expiration date:2012-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.